Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, and the patient developed diaphragmatic stimulation and pericardial effusion. A microdislodgement was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).